Event description:
It was reported that prior to left ventricular assist device (lvad) implantation, there were severe adhesions between the patient's right ventricle and the chest wall. The patient had two coronary artery bypass surgeries prior to the implant. The adhesions were taken down, but the right ventricle tore creating significant bleeding; sutures were used to treat the issue. After the lvad was implanted, a transesophageal echocardiography (tee) was performed that showed a new aortic dissection that originated at the outflow graft (ofg) anastomosis; this stemmed from an aortic aneurysm. The heartmate was noted to have little to no flow. The outflow graft was removed and a repair of the dissection was completed; the ofg was reattached. An echocardiogram (echo) performed revealed right heart failure; right heart failure did not exist prior to the implant. A protect duo cannula was placed for right ventricular (rv) support. The patient was weaned off the coronary bypass to the heartmate 3; their heparin and coagulative medications were reversed and packed red blood cells (prbcs) and fresh frozen plasma (ffp) was administered. The patient was transported to the ICU in stable condition. On (B)(6) 2021, the patient was taken to the operating room overnight for bleeding which resolved. However, the patient's pupils were not reacting and they were not responsive to pain. The patient's family decided to remove care as the patient was not waking up. The patient expired shortly after on (B)(6) 2021. The cause of death was a diffuse anoxic brain injury related to the operative procedure; the patient had a friable aorta and severe adhesions. The lvad operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (multi-system organ failure, right heart failure, bleeding, and neurological dysfunction) and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU entitled ¿introduction¿, lists multiple organ failures (including right heart failure), bleeding, and neurological events (not stroke-related) as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 entitled "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU entitled ¿patient care and management¿ discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (multi-system organ failure, right heart failure, bleeding, and neurological dysfunction) and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively be determined through this evaluation. The device was not returned, and no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU entitled ¿introduction¿, lists multiple organ failures (including right heart failure), bleeding, and neurological events (not stroke-related) as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 entitled "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU entitled ¿patient care and management¿ discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported on 07jul2022 that the patient required hypothermic circulatory arrest to repair their aortic dissection at the outflow graft anastomosis. The patient developed vasoplegia with large volume resuscitation.